Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged cancer. Medical intervention was not specified. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging cancer. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Manufacturer initiated therapy with the device and verified airflow, using a known good manufacturer supplied power supply and power cord. Manufacturer disassembled the device and then reassembled the device. Manufacturer observed the following from an external and internal inspection: missing enclosure flip lids. Missing top enclosure screws. Dust-like contamination at the iso port, corrosion at the p4 dc power jack (indicative of water ingress), ui panel, blower box, air inlet of the blower box and blower motor. Broken tab on the ui panel. Corrosion at the p4 dc power jack (indicative of water ingress). Manufacturer used a fitt (foam integrity test tool) and the associated procedure and was not able to confirm the presence of degraded sound abatement foam. Manufacturer was not able to confirm the complaint or address the symptoms specified. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. The following sections has been updated in this report: in box h: device evaluated by mfg, problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated. In box d: device third party, device avail for eval and date returned has been updated.